Event description:
The customer reported being hospitalized due to low blood glucose of 37 mg/dl. The customer initially called and requested assistance on changing the basal rates. The customer stated that the insulin pump alarmed no delivery while the device had not been used. The customer stated also that she received different battery alarms. Assisted the customer with clearing the alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.